Event description:
It was reported that the customer went to the hospital for a different reason, but was admitted when bgs were discovered to be high. It was suggested that the pump is not working properly and the reservoir door is broken. Troubleshooting was performed. The programming and histories on the pump were accurate.